Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/21/2019, that on (B)(6) 2019, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection.